Manufacturer narrative:
(B)(4). H2: proposed annex g code: mechanical (g04) - drill. The product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a shoulder procedure, during resetting of the pan, the distal tip of the center post reamer was fractured. The entire post reamer was together, but it showed a crack in the tip. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed. Visual examination of the returned product/provided pictures identified the center post reamer returned shows signs of use and wear and tear. There is damage to the collar on the proximal end of the reamer. The shaft of the reamer has some scratches and galling near the item and lot information. The collar on the distal end of the reamer has some wear and tear and the distal top of the stepped cutting edge is cracked. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.